Event description:
Covidien reload used during a case and ultimately reload did not seal the incision line and bleeding occurred. Product: egia45ctavm vascular/medium reload lot number n0j0135u, exp: 2015-09. Dates of use: (B)(6) 2010.